Event description:
A doctor reported that a posterior capsular tear occurred during a procedure and an unplanned anterior vitrectomy was performed. It was reported that the equipment "was with no warning". The doctor confirmed that the cassette had been used frequently and that the irrigation and aspiration handpiece was very old and could be damaged. He used the irrigation and aspiration parameters in minimum power to clean the capsule. The procedure was completed with the same equipment and accessories, with a delay of more than 15 minutes. Additional info has been requested.

Manufacturer narrative:
The company rep noted that the customer reported that the cassette has been used frequently, the irrigation and aspiration handpiece was very old and that he used the irrigation and aspiration parameters (in minimum power) to clean the capsule. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A review of the operator's manual shows that sterile consumable medical devices such as the cassette are intended for single use only and should not be reused. Reuse of a cassette could result in "a potential hazardous condition for the pt". The root cause of the pt event cannot be determined in the investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).